Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The user reported an alarm problem; they do not hear alarms sometimes. There was no adverse event or patient harm reported.

Manufacturer narrative:
The device was returned to the factory for evaluation and the bench technician tested the intellivue mx700 using a simulator. The vital signs were displayed with the alarm limits and the monitor's alarm was normally audible for the yellow, red and blue alarms as indicated. The status logs were examined and no problem was found. The alarm review and the alarm logs were not available for evaluation. Based on the evaluation results obtained the device worked as intended and there was no trouble found. The exact cause for the reported issue could not be established. The device was returned to the customer. There were no subsequent calls logged for this device/issue. Philips cannot rule out a malfunction of the device, as information for the reported time of event, which was needed to perform a full investigation, was not provided by the customer and the exact cause for the reported issue remains unknown. The bench repair technician connected a patient simulator to the monitor, and it was performing within specifications; there was no problem with the intellivue mx700 patient monitor. There have been no subsequent calls logged for this device/issue, and the device remains at the customer site. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No parts were replaced. No further investigation or action is warranted.

Manufacturer narrative:
The device was returned to the factory for evaluation and the bench technician tested the intellivue mx700 using a simulator. The vital signs were displayed with the alarm limits and the monitor's alarm was normally audible for the yellow, red and blue alarms as indicated. The status logs were examined and no problem was found. The alarm review and the alarm logs were not available for evaluation. Based on the evaluation results obtained the device worked as intended and there was no trouble found. The exact cause for the reported issue could not be established. The device was returned to the customer. There were no subsequent calls logged for this device/issue. Philips cannot rule out a malfunction of the device, as information for the reported time of event, which was needed to perform a full investigation, was not provided by the customer and the exact cause for the reported issue remains unknown. The bench repair technician connected a patient simulator to the monitor, and it was performing within specifications; there was no problem with the intellivue mx700 patient monitor. There have been no subsequent calls logged for this device/issue, and the device remains at the customer site. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No parts were replaced. No further investigation or action is warranted.

Event description:
The customer biomedical engineer (biomed) stated that the intellivue mx700 patient monitor did not alarm on (B)(6) 2018 in the ICU. The patient died.